Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after angiography, the operator selected a 5 mm angioguard umbrella for planned release. The operator opens the umbrella package and removes the release system and recovery system separately. The release system package and equipment were checked for no damage, and the head end of the release sheath was tightly bonded to the umbrella introducer. The release sheath was flushed in the tray with 10 ml of heparinized saline to remove all air and until a droplet of water drips from the green handle. The syringe was then removed, the two anti-movement clips next to the twist control were removed, the anti-movement clip #1 was left in place, the twist control was tightened to secure the guidewire, and the tightness of the release sheath head end to the umbrella introducer was re-examined and confirmed. The umbrella was then tightened into the release sheath by pulling the twist control back until significant resistance was felt. Removing the anti-movement clip #1, and while continuing to pull the twist controller backwards, there was a failure to pull. The green handle was never exposed from the end of the screw tray and the operator decided to abandon the use of the umbrella. The angioguard was replaced with a non-cordis umbrella and procedure was continued. The patient had internal carotid artery stenosis at the opening of the common carotid artery. Carotid stenting was planned. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
As reported, after angiography, the operator selected a 5 mm angioguard umbrella for planned release. The operator opens the umbrella package and removes the release system and recovery system separately. The release system package and equipment were checked for no damage, and the head end of the release sheath was tightly bonded to the umbrella introducer. The release sheath was flushed in the tray with 10 ml of heparinized saline to remove all air and until a droplet of water drips from the green handle. The syringe was then removed, the two anti-movement clips next to the twist control were removed, the anti-movement clip #1 was left in place, the twist control was tightened to secure the guidewire, and the tightness of the release sheath head end to the umbrella introducer was re-examined and confirmed. The umbrella was then tightened into the release sheath by pulling the twist control back until significant resistance was felt. Removing the anti-movement clip #1, and while continuing to pull the twist controller backwards, there was a failure to pull. The green handle was never exposed from the end of the screw tray and the operator decided to abandon the use of the umbrella. The angioguard was replaced with a non-cordis umbrella and procedure was continued. The patient had internal carotid artery stenosis at the opening of the common carotid artery. Carotid stenting was planned. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts. The returned ¿rx/5mm basket diameter/180cm¿ unit included a deployment sheath, ecgw system, and torquing device, received non-sterile in a plastic bag. Visual inspection revealed no external anomalies. The ecgw system was not docked inside the capture sheath at the time of receipt. Functional testing showed resistance preventing disconnection of the filter basket from the filter basket introducer, obstructing proper positioning within the deployment sheath. Microscopic analysis confirmed a kinked condition in the filter basket, correlating with the area of resistance. These findings suggest the filter basket experienced mechanical deformation likely due to tensile force during attempted disengagement. All findings were documented; no tests were omitted. The reported malfunction ¿delivery system-loading (docking) difficulty-into delivery sheath¿ was observed during evaluation. The malfunction ¿filter basket-kinked/bent¿ was discovered during the product evaluation. The exact cause of the reported event cannot be determined through this investigation. Information for safety is provided in the product¿s labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, "guidewires are delicate instruments and should be handled carefully." And "prior to use, and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, kinks, or damage of the filter basket assembly. Do not use defective equipment.¿ based on the available information and product analysis, the cause of the delivery system-loading (docking) difficulty-into delivery sheath could not be determined. However, it is potentially related to the manufacturing process of the unit. Therefore, an investigation has been initiated to further review the potential causes. No further action will be taken at this time.

Event description:
As reported, after angiography, the operator selected a 5 mm angioguard umbrella for planned release. The operator opens the umbrella package and removes the release system and recovery system separately. The release system package and equipment were checked for no damage, and the head end of the release sheath was tightly bonded to the umbrella introducer. The release sheath was flushed in the tray with 10 ml of heparinized saline to remove all air and until a droplet of water drips from the green handle. The syringe was then removed, the two anti-movement clips next to the twist control were removed, the anti-movement clip #1 was left in place, the twist control was tightened to secure the guidewire, and the tightness of the release sheath head end to the umbrella introducer was re-examined and confirmed. The umbrella was then tightened into the release sheath by pulling the twist control back until significant resistance was felt. Removing the anti-movement clip #1, and while continuing to pull the twist controller backwards, there was a failure to pull. The green handle was never exposed from the end of the screw tray and the operator decided to abandon the use of the umbrella. The angioguard was replaced with a non-cordis umbrella and procedure was continued. The patient had internal carotid artery stenosis at the opening of the common carotid artery. Carotid stenting was planned. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.